Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing with the device suddenly became worse in (B)(6) 2018. During programming there was abnormalities shown with the implant. The device was explanted.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Other damages found during investigation are most likely related to explantation surgery. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's hearing with the device suddenly became worse in (B)(6) 2018. During programming there was abnormalities seen with the implant. The recipient was re-implanted.